Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #29 (type IV bone). Primary stability and osseointegration were not achieved. Inadequate bone quality/quantity was involved in the event. Another implant was not successfully placed at the time of surgery. The implant was removed on (B)(6) 2012. Medical history: no significant findings.